Manufacturer narrative:
The device was not available for investigation and also no pictures of the leakage were available. Therefore the reported problem could not be duplicated. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
It was reported that during a valvulo aortic replacement and an aorto-coronarian bypass, the nurse noticed at the end of operation a leakage at the cap air intake on the filling line of cec circuit. No clinical consequence was reported, the customer precised that the blood leakage was minimal. Ref.: (B)(4).